Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the she was hospitalized due to diabetic ketoacidosis (dka) and high blood glucose levels on thursday morning. The customer reported that she had high blood glucose levels of 24 mmol/l. The customer stated that the insulin pump stopped working and it alarmed compromised force sensor system and whenever she cleared the alarm, error came back. The customer's current blood glucose level was 17 mmol/l. The customer also stated that there was a missing piece of plastic that came off on the side of battery about two years ago. The customer stated that she had an infarction and had a heart issue. It was reported that the customer was treated at by insulin injection. The customer stated that the doctor informed that she had diabetic ketoacidosis (dka) due to the medication invorkana. Troubleshooting was not done at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not expected to return.

Manufacturer narrative:
Device received with operating currents within spec. Unit passed displacement test, self test and unexpected restart error test. Device alarmed compromised forced sensor system during basic occlusion test due to loose / protruded drive support disk. Unable to perform prime test, excessive no delivery test, delivery accuracy test and occlusion test due to compromised forced sensor system alarms. Device received with broken off piece at the battery tube threads. Device received with cracked case at the display window corners, display window and reservoir tube lip. Device received with minor scratched display window and case. Device received with stained end cap sticker.